Manufacturer narrative:
No evidence was found with the implant itself after evaluation. Customer reported no osseointegration, pain, bleeding, swelling, and mobility.

Event description:
Mobility, pain, swelling, bleeding, and infection were reported. Bone quality at the time of implant failure type iii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability was achieved. Osseointegration was not achieved.